Event description:
It was reported that the atrial lead exhibited high thresholds due to the lead was not affixed properly, and was explanted and replaced. It was also reported that during the revision procedure the right ventricular (rv) lead exhibited a broken sleeve, suture too tight and insulation damage alleged. The rv and atrial lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analyst commented, atrial capture management weekly trend data shows threshold began to vary and increased up to 2.5v starting 2015 (B)(4). Threshold measurements aborted on 12 of last 15 days due to high threshold greater than 2.5v.